Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements failed. Review of the system logs showed an application error related to the enable movement (enmv) signal which was active. The fse performed the visual inspection on the geo module to check if there was anything stuck to activate buttons/ joysticks. The fse switched off the system, removed the geometry module and connected the spare emergency stop plug, then switched the system on and observed that the post results passed. The fse suspected the geo module to be defective. The failure analysis confirmed the malfunction with the geo module and the cause of the failure was high enable movement (enmv) signal. However, the fse replaced the geo module which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device could not move. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the geometry module which resolved the issue. The device was returned to use in good working order.